Event description:
Pt's spouse called lfs on pt behalf alleging that one touch ultra meter would only prompt apply sample. In january 2003 pt's spouse had to contact the ems because pt was incoherent and unable to check the blood glucose level. It is unk if pt attempted to test the blood glucose level prior to developing the symptoms. Ems treated pt at home. Treatment is unk. Pt was not hospitalized. No blood glucose readings were provided. Pt did not have any other device to check the blood glucose level. Based on the insufficient info it is unk if the pt suffered any adverse event or serious injury due to the meter. The meter is being reported due to the meter malfunction. The customer service rep walked pt's spouse through troubleshooting and replaced the meter due to an unresolved issue. Medical affairs specialist mailed a letter after unsuccessful phone call attempts.